Event description:
It was reported that during pre-testing, it was discovered that the hand piece device was "overheating and too hot to hold." The reporter stated that the product was not being used in surgery; no injuries or medical interventions were reported. A spare device was available for use. No additional information available. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device, and the reported condition of device running hot could not be confirmed. The unit met all specifications, and no failures were observed during the assessment.